Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was an exchange of a variable angle locking compression plate (va lcp) medial column fusion plate on (B)(6) 2017. Plate and screws were removed and exchanged for a 12mm x 200 distal femoral nail as part of a multistage procedure to treat an infected non-union with massive bone loss. A plate was also applied to reinforce the construct. No adverse event to patient. No delay to procedure.this report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).